Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV set leaked while infusing carboplatin. The location of the leak was not determined, however it did not occur at a connection site, port, or the silicone segment of the tubing. There was no patient or clinician harm reported; however there was a delay in the administration of the infusion because the chemotherapy had to be remade.